Manufacturer narrative:
(B)(6). (B)(4). The blood pump that is the subject of this report (s/n (B)(4)) was evaluated by the manufacturer of the pump. The blood pump was received with an air padding between the membrane, this indicates driving membrane damage. After disassembly a hole was detected in driving membrane 1 near the edge of the rolling radius of the membrane. During the failure investigation, in the area of the hole, a reduced membrane thickness was determined. The reduction of the membrane thickness indicates that an irregular load of the membrane occurred, most probably caused by the slightly not parallel position of the membranes. This uneven load finally led to the defect at the most stressed point of the driving membrane 1.

Event description:
The hospital informed the manufacturer, berlin heart (B)(4), via the clinical hotline, that they suspected a defect of one layer of the triple layer membrane of the excor blood pump at a patient supported in lvad configuration with excor vad system. The clinic reported that they exchanged the affected excor blood pump. The patient tolerated the blood pump exchange well and was again being supported appropriately by the excor vad system. The patient did not experience any untoward effect and the site reported that patient was doing well.

Manufacturer narrative:
(B)(4). The excor blood pump, s/n (B)(4) was used from (B)(6) 2015 (108 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial investigation of the returned blood pump a defect of the air-side layer of the triple-layer membrane was suspected. However, a more complete evaluation of the blood pump s/n (B)(4) is still ongoing.